Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed as error code e105 was displayed caused by the failure of the light-emitting diodes light source unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that an error code e105 occurred while using the video system center. The issue was found during inspection for use for a diagnostic laryngoscopy procedure. There was no delay to the procedure and the same device was not used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the illumination lamp error was displayed due to a faulty light-emitting diode light source unit. Olympus will continue to monitor field performance for this device.